Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 407645 implantable pacing lead 2013-(B)(6); addr01 implantable pulse generator 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient developed a pericardal effusion of unknown cause. Computer assisted tomography scan and two echocar diography scans were performed and the findings were inconclusive. The leads were also inspected under fluoroscopy without conclusion. The leads remain in use. No patient complications have been reported as a result of this event.